Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform the self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 board]. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, detached retainer ring, missing o-ring (reservoir tube), broken reservoir tube lip, missing display window/cover, and dog chew marks. Cosmetic damage was confirmed where dog chew marks on the pump case was noted. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the [pcba 1 board]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product mmt-1884 was returned for analysis.